Manufacturer narrative:
Evaluation summary: it was caused due to the electric parts in the processor worn out. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. This report is being filed as part of the pentax backlog management plan.

Event description:
There is one processor is coming in from nanaimo with out of box failure. Three things I noticed when troubleshooting, the processor is taking longer than usual time to load and bring the touch screen there was no output on the dvi and hd-sdi ports. We could not test other signals as he did not have cables we already tried a factory reset from the processor but it did not work according to him, the processor was sitting unopened for the last 6 months. He just opened it yesterday for installing and it did not work. This event occurred at the time of before use. There was no report of patient harm.